Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently reported the date of clinic notes incorrectly; the date was 01/14/2015.

Event description:
It was reported that high lead impedance was observed upon performing system diagnostic testing on (B)(6) 2014. The physician reported that the vns has not been as effective as it was in the past, and that the magnet does not seem to have the same effect. There was no known recent trauma that may have contributed to the high impedance. X-rays had not been performed. Surgical intervention is likely but has not occurred to date.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2015. The explanted devices were discarded. Therefore, analysis is unable to be performed.

Event description:
Clinic notes from the ent dated (B)(6) 2015 were received.

Event description:
Clinic notes from the ent dated (B)(6) 2009 were received. The patient's parents were not sure how different seizure activity has been. Lead impedance rechecked and was still high. Interrogation of the device revealed that the device was off (0ma). No surgical interventions have occurred to date.